Manufacturer narrative:
The reported event of detached header was confirmed. Visual inspection found the device with a broken header which is consistent with explant damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an explant procedure. During the procedure, the header of the implantable cardiac monitor detached when the device was removed with forceps. The patient was in stable condition.